Manufacturer narrative:
Left side of blue coag button has no tactile feel, right side is good. Complaint is confirmed, upon plugging the device into the generator it activates with out touching the blue coag button. Removed coag button, collapsed left side dome switch on the flex circuit.

Event description:
Lot pw301382. The instrument burnt without contact. (B)(4).